Manufacturer narrative:
The exposed portion of the soft cannula was found to have a section flattened. This did not interfere with the ability of fluid to freely pass through the fluid path and out the cannula during fluid path testing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod on the back between 24 and 36 hours. A manual insulin injection of 4 units using a pen was administered to treat the hyperglycemia and a new pod was applied.